Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with strips of multiple lots in the vial - unable to test. Most likely underlying root cause: mlc-136 user used strips from another vial after finishing strips in this vial. Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. Son is calling on behalf of the customer. The customer is concerned with of 24, 25 and 28mg/dl. The expected fasting blood glucose test result range is 110 to 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 01/14/2019 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:25 mg/dl date:(B)(6) 2018 time:12:13pm fasting; result 2:24 mg/dl date:(B)(6) 2018 time:9:08am fasting; result 3:28 mg/dl date:(B)(6) 2018 time:6:17pm fasting; result 4:110mg/dl date:(B)(6) 2017 time:8:10pm fasting; result 5:115mg/dl date:(B)(6) 2017 time:8:45am fasting.